Event description:
Our company purchased ppe gloves from (B)(6) and they were not medical grade quality. They were all ripped up and could be torn in half with a slight puncture. There is no way that this company should be allowed to call these ppe or medical grade. I reached out to app and asked about their FDA/cgmp standards and processes and they ignored me. FDA safety report ID # (B)(4).